Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9167755. Medical device expiration date: 2022-06-30. Device manufacture date: 2019-06-16. Medical device lot #: 9105569. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-31. Medical device lot #: 9241123. Medical device expiration date: 2022-08-31. Device manufacture date: 2019-08-29. " initial reporter phone #: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during flush the threads are not aligning and leakage occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: (2 of 3 complaints.) This is an update after phone call and meeting with costumer. The ward use the pivc for 1 hour during an examination. They flush (nacl) through the top of the vps housing. The threads does not really match between vps and the plug and when flushing through the top it leaks from the back-exit. It's also after some minutes shown blood in the vps housing. Customer did not notice leakage at once, (B)(6) 2019) but is now experiencing this more and more often. Their idea is that the plug is not closing the exit tightly caused to a change in the manufacturing process. This leads to blood leaks behind. They haven't experienced this before. They haven't noticed if there is any difference if they take a pivc from another lot.

Manufacturer narrative:
H.6. Investigation summary: three used samples and two representative samples were received by our quality team for evaluation. Upon visual inspection, no issue with the white plug thread or the cannula hub was observed. Colored dye was used to inject via the injection port to simulate flushing through the injection port to check if there is leakage from the white plug. The returned samples passed the visual inspection and no leakage was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The probable root cause for the reported condition could have occurred when vein was not occluded properly above the cannula tip during withdrawal of needle. The blood from the vein may had filled the cannula hub and overflowed from the cannula hub end before securing it with the white plug. This may look like a leakage from the white plug. The other probable root cause could be the white plug was not tightened properly and resulted in leakage over time. The root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that during flush the threads are not aligning and leakage occurred with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter: (2 of 3 complaints). This is an update after phone call and meeting with costumer. The ward use the pivc for 1 hour during an examination. They flush (nacl) through the top of the vps housing. The threads does not really match between vps and the plug and when flushing through the top it leaks from the back-exit. It's also after some minutes shown blood in the vps housing. Customer did not notice leakage at once, (B)(6) 2019) but is now experiencing this more and more often. Their idea is that the plug is not closing the exit tightly caused to a change in the manufacturing process. This leads to blood leaks behind. They haven't experienced this before. They haven't noticed if there is any difference if they take a pivc from another lot.